Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the patient's stent graft procedure; a muscle hook was used to lift the stent graft. It was speculated that this may have exerted an unusual force on the right ventricular (rv) lead, which affected the lead slack. A lead revision was performed the following day to adjust slack to the leads. It was noted that there was a pocket hematoma, and the patient received treatment. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in use. No further patient complications have been reported as a result of this event.